Manufacturer narrative:
Failure analysis lab update: reported problem could not be verified/duplicated in lab. The returned therapy pca tested and operated as normal. There is no fault found with the therapy board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. There was no patient involvement.